Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). Technical services (ts) recommended programming options. This device remains in service. No additional adverse patient effects were reported.